Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9319581. Medical device expiration date: 2020-11-30. Device manufacture date: 2019-11-15. Medical device lot #: 9347518. Medical device expiration date: 2020-11-30. Device manufacture date: 2019-12-13." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper are popping off after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported by customer stoppers are popping off after being taking off to pull serum and then placed back on. Additional information received from customer: when the tech picks up the tube from the hemogard closure, sometimes the tube spills because the closure does not stay on. She has been a tech for 30 years and "knows how to put a stopper back on." This is occurring only with this lot#.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that stopper are popping off after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported by customer stoppers are popping off after being taking off to pull serum and then placed back on. Additional information received from customer: when the tech picks up the tube from the hemogard closure, sometimes the tube spills because the closure does not stay on. She has been a tech for 30 years and "knows how to put a stopper back on." This is occurring only with this lot#.